Manufacturer narrative:
Section a: multiple attempts for patient information were made, however no response was received. Section d4 and h4: multiple attempts for device serial number were made, however no response was received. Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 20 days of data ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). A low voltage advisory alarm that was not associated with regular battery depletion was captured on (B)(6) 2021 from 17:13:38 to 17:14:28 due to the relative state of charge (rsoc) on the white power cable fluctuating below the low voltage threshold while connected to a 14v battery; the atypical alarm cleared when the rsoc voltage on the white power cable was returned to the appropriate range. The log file captured slightly decreased voltages while connected to the mpu; however, the rsoc voltage did not drop enough to activate a low voltage advisory alarm. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests were made to obtain additional information (including if the controller would be exchanged and returned, the serial number of the controller, and if the alarms resolved); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the heartmate ii system controller could not be reviewed as the serial number is unknown. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect, replace system controller, and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables connectors for dirt, grease, or damage. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review. The log files captured low voltage advisory alarms. It was noted that the values were abnormally low for voltage while on battery power and while connected to the power supply. These type of readings typically indicate the controller leads are worn and likely causing these the low voltage events and it was recommended to exchange the controller.